Event description:
The customer contacted physio-control to report that their device would not detect a patient connection through its defibrillation electrodes. The device was prompting to "connect electrodes". In this state the need for therapy could not be determined, if it were needed. A backup device was used and the patient associated with the event was not harmed.

Manufacturer narrative:
Section e1 of the initial medwatch report indicates: postal code blank. Section e1 of the initial medwatch report should indicate: postal code (B)(6).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect a patient connection through its defibrillation electrodes. The device was prompting to "connect electrodes". In this state the need for therapy could not be determined, if it were needed. A backup device was used and the patient associated with the event was not harmed.

Manufacturer narrative:
The device was not returned to physio-control. The customer confirmed that their clinical engineering team had evaluated the device and did not observe any abnormalities. The device was subsequently returned for use, as the customer believed the reported issue was caused by use error. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not detect a patient connection through its defibrillation electrodes. The device was prompting to "connect electrodes". In this state the need for therapy could not be determined, if it were needed. A backup device was used and the patient associated with the event was not harmed.